Event description:
It was reported that a patient had a left knee arthroscopy with subchondroplasty due to aseptic necrosis of the medial and lateral femoral condyles. Subsequently, approximately two (2) months post-implantation, the patient reported they could not bend their knee and a red ring developed around the incision site and they had received an unknown shot within the knee from their surgeon. Three (3) months later, the patient presented with pain, swelling, and extensive edema as noted on MRI and lab markers were elevated consisted with infection. The patient then underwent surgery that month (five months post original implantation date) for a joint debridement. During the arthroscopic portion of the procedure, the surgeon reported no evidence of infection with minimal effusion. During the open portion of the procedure, necrotic appearing tissue from the skin tracked down to the site of the previous subchondroplasty puncture wound. No gross purulence was noted. Necrotic appearing fat and sclerotic dead appearing bone was removed. The defects were filled with prodense material and vancomycin. The patient was discharged home with oral antibiotics on post-op day 2 after cultures returned no growth. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). It was reported the patient developed a wound site concern and was injected with an unknown product and then subsequently developed a cyst requiring draining. Patient continued to be symptomatic, and infection was suspected, requiring additional surgical intervention. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expressions wound concerns or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. Development of a cyst is a non-procedural or implant related event, that can occur at any time during a person¿s lifetime regardless of a surgical procedure or implant. Cyst by definition are abnormal, closed sac or capsule-like structures within tissue or bone that can contain different substances, such as gas, fluid, or semisolid. Size and shape can vary, as well as the cyst can grow in size over time. Cysts can resolve on their own without medical intervention, as the body just absorbs them, or they can require medical intervention. Medical intervention can include needle aspiration, injection of steroid into cyst, as well as surgical remove. Symptoms a patient can experience are the following and can vary depending on size, and location of the cyst; pain, swelling, ¿shooting¿ or radiating pain, alteration in sensation, limitation of mobility of joint and weakness. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.